Manufacturer narrative:
Device received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify unexpected battery power loss anomaly and a21 alarm due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and battery out limit. Customer's blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer stated that they are able to rewind the insulin pump. Customer stated the batteries were not out of insulin pump greater than duration allowed by the insulin pump. Customer stated alarm shortly after inserting a new battery. Customer was advised to replace the insulin pump. The insulin pump will be returned for analysis.